Manufacturer narrative:
Analysis was performed by onsite and remote service personnel which included talking to the customer and log file review. The clinical application specialist (cas) remoted into the system and the pic clinical audit trail did not show any heart rate alarm during the reported time frame. The pic tabular trends show all normal hear rate values during this time frame as well. In the monitor alarm review the alarm messages were deleted for this timeframe and it and it is impossible to compare the monitors' alarm messages/log with the clinical audit events. The monitor vital signs trends show all normal heart rate. A field service engineer (fse) was dispatched onsite and gathered the log file and information related to the reported incident on 16 jan 2026 at 11:04 am in room 212 with bed label bed cvu 212. The complaint was escalated for technical investigation to the responsible product support engineer (pse) and the results confirmed that there was no device malfunction. The answer to why they did not get the alarm is because the alarms were paused. The alarms were paused at 11:02:37 and reminded paused until 11:05:42. The alarm time is 11:04:02 which is during this time. (B)(6) 2026 11:02:37 fresno heart hospital 212 pause all alarms cv212. (B)(6) 2026 11:05:42 fresno heart hospital 212 resume all alarms cv212. Based on the results of the analysis, the product was confirmed to be operating per specifications and the cause of the reported problem was the customer has paused the alarms before the reported event. A review of the service history for this device shows the problem has not been reported again for this device.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. D4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Event description:
It was reported that on (B)(6) 2026 around 11:04 am according to the nursing staff the patient ECG waveform shows an 8 second pause but the monitor did not generate a heart rate pause or red or yellow alarm. No visual and audible alarms were generated. The device was in use on a patient. There was no report of patient or user harm.